Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the tip of the inner resection sheath fell off inside the patient. The patient had a diagnostic cystoscopy procedure on (B)(6) 2025. The patient reported after the procedure that he was unable to urinate. He went to his follow-up visit where he was able to "dribble" some urine. During the follow-up, the doctor noted the tip of the inner sheath was left inside the shaft of the patient. The doctor removed it. The patient recovered without issues. There was no further patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. The most probable cause was not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information regarding the event. The patient was a male, therefore by "shaft" the customer clarified that they were referring to penis/urethra. No missing pieces were observed during the procedure. The sheath was inspected prior to use with no findings. The surgeon did not mention anything unusual such as resistance or unusual feedback during insertion or removal of the sheath during the cystoscopy. The tip from the obturator remained inside the patient for about 24 hours. The product was no longer in use at the facility and had been pulled from the shelf. The customer was in the process of getting new equipment and did not want to repair the device.